Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has experienced dry eyes, dysphotopsia, vision flickering and difficulty seeing to drive. She reported the surgeon indicated that everything looks "okay". In a follow up, the surgeon reported that the patient has distorted vision at certain angles. The surgeon also reported that most of the patient's symptoms are likely related to dry eyes. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product history records were reviewed and documentation indicated the product met release criteria. The lens remains implanted. The root cause has not been identified. There have been no other complaints reported in the lot number attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).